Event description:
The reporter stated that reporter did back to back blood glucose tests, within 10 minutes, using separate fingersticks. Reporter results were 76, 130 and 146 mg/dl. Reporter did not have any symptoms. The reporter stated that a control solution test was in range, but did not give specifics. Reporter stated that the confirmation dot on the test strip was green. No harm was alleged.